Event description:
It was reported via repair work order that the frame was broken and the axle rod was stripped out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the caster horns were bent and could potentially cause an unstable cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the frame was broken and the axle rod was stripped out. Upon completion of the investigation it was determined that the caster horns were bent and could potentially cause an unstable cot.